Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump kept alarming. The customer¿s blood glucose level was 90 mg/dl. Troubleshooting was performed and it was found that they had a critical pump error alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with missing segments or partial display due to cracked glass. Unable to confirm critical pump error (open book image) or perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to missing segments or partial display.